Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party field service technician serviced the ventilator. The technician replaced the flow valve of the unit.

Event description:
The customer reported that the delivered tidal volume was exceeding the high limit on ltv1200 unit. The customer confirmed that when set at 500ml it measured 560ml. At this time, there is no information regarding patient involvement associated with the reported event.